Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that customer had high blood glucose level and it was over 600 mg/dl. The customer's high blood glucose was treated with bolus with insulin pump. The customer was using insulin pump within 48 hours of reported high blood glucose event. It was reported that they stopped from the troubleshooting since they have identified that the reason for high blood glucose was a leak. The customer reported that infusion set was leaked and due to the quick release was too big and did not fit with the cannula site. The insulin pump will not be returned for analysis.